Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited over sensing and noise which resulted in pacing inhibition; the noise could not be reproduced. The patient was asymptomatic. The physician noted insulation damage near the proximal end of the lead. The lead was capped and replaced.